Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 48 mg/dl two times. Customer was currently in the hospital but not for insulin pump related issues. Customer did not had insulin pump with him today for troubleshooting. Customer had to go to hospital on (B)(6) 2019 for pneumonia, but was unclear if it was insulin pump related. Customer was advised that the trainer will come tomorrow on (B)(6) 2019 to help him set up insulin pump again as customer states was unsure of a lot of things still. The insulin pump was not returned for analysis.